Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the reported issue was due to a defective drivetrain motor as a result of wear and tear. The autopulse platform was manufactured in may 2010 and is more than 10 years old, well beyond the expected service life of 5 years. Also, the customer complaint of the damaged head restraint wire on the top cover of the platform was confirmed during the visual inspection. A cut patient head restraint wire was observed. This type of physical damage is likely due to mishandling, the patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The top cover was replaced to address the issue. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"). The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor was replaced to remedy the error. The archive data indicated a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message. Also, one of the head restraint wires was noted broken. Patient use information was requested but no additional information was provided, therefore patient use is unknown.